Event description:
It was reported that an angio-seal was deployed in the right common femoral artery (rcfa). When the deployer was cinching down the tamper tube, he stopped at the black compaction marker, and suddenly the tamper tube went past the black marker. The patient lost distal pulses. The next day, the patient went to surgery and the angio-seal components were removed. The surgical report stated that the collagen and the anchor were removed from inside the patient's right rcfa. The patient is doing well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. In addition, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device IFU cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.